Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-20291. It was reported the patient is having persistent pain at the ipg site. The patient die not report any previous trauma, injuries, swelling or heating to the site. It was further reported the patient is not receiving effective pain coverage even after several reprogramming sessions. The patient will consult with her physician and will decide on surgical intervention. Follow-up identified a myelogram was performed and did not reveal any abnormalities with the pocket site. However, stimulation is still not adequate. The next course of action is to be determined by the patient at a later date.